Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2013 due to alleged pain. The modular head and acetabular cup were removed and replaced with a biomet head and competitor cup. Additional information received from patient¿s legal counsel reports patient underwent a right total hip arthroplasty on (B)(6) 2008 and a left total hip arthroplasty on (B)(6) 2007. Legal document further alleges a right hip revision occurred on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, metal poisoning, metallosis, loss of range of motion and elevated metal ion levels. Additional information received in revision operative report noted presence of clear serous fluid, metallic stained tissue, metal corrosion at the taper and brownish tissue consistent with metallosis around the acetabulum. The acetabular cup, modular head and taper adapter were removed and replaced with a competitor cup and biomet head and taper adapter. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). This report is number 2 of 6 mdrs filed for the same patient (reference 1825034-2013-01687, 2014-04063 / 04065, 2015-00532 & 2016-04310).

Event description:
Patient's legal counsel reported patient underwent a right total hip revision procedure approximately five years post-implantation due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, metal poisoning, metallosis, loss of range of motion and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative notes reported that patient underwent a left hip revision procedure approximately five years post-implantation due to pain, metallic stained tissue, metal corrosion at the taper and brownish tissue consistent with metallosis around the acetabulum. The acetabular cup, modular head and taper adapter were removed and replaced with a competitor cup and biomet head and taper adapter.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 5 mdrs filed for the same person (reference 1825034-2013-01687 & 2014-04063 / 04065 & 2015-00532).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "inadequate range of motion due to improper selection or positioning of components." And "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions.¿ and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same person (reference 1825034-2013-01687 & 2014-04063/-04064/-04065).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2013 due to alleged pain. The modular head and acetabular cup were removed and replaced with a biomet head and competitor cup. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel reports patient underwent a right total hip arthroplasty on (B)(6) 2008 and a left total hip arthroplasty on (B)(6) 2007. Legal document further alleges a right hip revision occurred on (B)(6) 2013, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, metal poisoning, metallosis, loss of range of motion and elevated metal ion levels.